Event description:
During preparation for a coronary drug eluting stenting treatment procedure, the catheter shaft fractured. As the physician was preparing a taxus express 2 2.75 x 16 mm drug eluting stent he noticed the shaft had fractured into two pieces. Consequently, the stent never touched the pt. No pt injury or complication was reported. The procedure was successfully completed using another taxus express 2 2.75 x 16 mm drug eluting stent. Pt status is reported as "satisfactory/good".